Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with a hysterectomy with a pop. It was reported that patient underwent mesh removal on (B)(6) 2006 due to mesh erosion, bleeding and failing. It was reported that patient underwent surgery on (B)(6) 2012 due to recurrent cystocele, vaginal vault prolapse. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with perineal body reconstruction, culdoplasty, sacral colpopexy and cystoscopy, due to cystocele, enterocele, rectocele, deficient perineal body and umbilical hernia. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced painful intercourse, recurrence of prolapse. It was reported that patient underwent sacrospinous ligament fixation, anterior repair excision of the vaginal lesion, and cystoscopy on (B)(6) 2007 due to cystocele, frequency, vaginal vault prolapse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 6/29/2016.